Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing of ectopics. It was further reported the icm experienced oversensing causing false classification of rhythms. The icm remains in use. No patient complications have been reported as a result of this event.